Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor unpairing from the device, resulting in signal loss and requiring troubleshooting to reinitiate the pairing process. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no injury, no medical intervention, and no impact to therapy. Investigation included customer support-led troubleshooting and user education. Investigation of this case revealed successful re-initiation of the pairing process after device toggling, restart, and re-entry of the sensor pairing code, with instructions to monitor for reconnection. It was concluded that the event was attributable to a connectivity issue, with device function restored following standard troubleshooting, and no patient harm.